Event description:
An attempt was made to deploy a 3.5mm diameter x 18mm length endeavor sprint rx drug-eluting coronary stent in to a patient. The target lesion was described as non tortuous with little calcification and was pre-dilatated with a 3.0mm balloon dilatation catheter at 14atms; however it was reported that the relevant device could not cross the lesion and upon removal, the stent came off from the balloon. The stent could not be located. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4). Results: stent dislodgement. Evaluation summary: medtronic has received the device and its analysis has been completed. The distal tip of the device was severely damaged. The stent was not present on the balloon and was not returned for evaluation. Crimp/bake impressions were evident along the balloon which had not been inflated.